Manufacturer narrative:
Age at time of event: 18 years and older. Device evaluated by MFR: the device was returned in two sections as a result of a break at the exchange port area approximately 25cm from the tip. The balloon protector cap was returned positioned over the distal half of the balloon. The balloon protector was removed from the remaining section of the balloon with no issues noted. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on product analysis completed on (B)(4) 2014. It was reported that removal difficulty of the balloon protector occurred. The moderately tortuous target lesion was located in the popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, the device was taken out of the hoop and the user draw back on the syringe to its full volume deflating the balloon, and remove all air from the balloon prior to balloon protector removal. Upon removal of the balloon protector, resistance was encountered and they pulled it forcibly, it got detached. The procedure was completed with another of the same device. No patient complications reported and the patient's status is good. However, device analysis revealed a shaft broken.